Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges: the respiratory therapist received a report that the number/depth markings on the endotracheal tube is coming off. No pt injury reported.